Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that unexpected restart a cold reset was found. Blood glucose was unknown. Troubleshooting was performed. It was occurred after battery changed. The insulin pump will not be returned for analysis.